Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medical services and support, the facility reported to the sales rep that a 3cg magnet or a piece of a 3cg wire broke off into a patient at a different facility. No other information would be given. The md would not give the sales rep any further info except to say it did not happen at his facility and he was leaving the wire in place as it was not causing the patient any distress.